Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the sealed outer packaging of an implant, the outer plastic of the implant packaging was found broken. There was no patient involvement. There was a 3 (three) minute delay to grab a replacement implant. Non sterile package was not opened into the field. Attempts have been made and no further information has been provided.